Event description:
Pt alleges she has been diagnosed with a rare rheumatiod arthritis. Pt also alleges she has had foot problems for 10 plus years and had two morton's neuromas removed. Pt also alleges that rheumatoid nodules have "popped" out all over but she has no deformity from this. Now it has spread to her hands, her head is numb, she has chronic fatigue and can't think clear. Pt has contractures of implants, hardness, burning, swelling and only outer extremities are affected (hands, feet, head).